Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoir chamber on the insulin pump became damaged and would no longer hold the reservoir in place. The blood glucose reading was 210 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip, a missing reservoir o-ring and a missing end cap sticker.